Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by olympus china, there was the possibility that the reported phenomenon was attributed to burnt and hardened residue on the light guide of the endoscope, causing the output of the illumination light became small. As a result, the device was unable to adjust illumination light as well as the lens damaged. The cause of burnt and hardened residue on the light guide of the endoscope could have occurred due to foreign substances adhered on the light guide of the endoscope. The instruction manual instructs "if the surface of the endoscope and light guide cable is dirty, reprocess it according to the directions given in the endoscope¿s instruction or reprocessing manual before connecting it to the light source. Otherwise, it may cause patient injury, equipment damage, and/or improper illumination."

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the brightness adjustment could not function. The user facility replaced the subject device with another device and completed the intended procedure. Olympus china checked the subject device and found that there was burnt dirt on the guide of the light of the output socket which caused the damage of the lens surface and the failure of the brightness adjustment. There was no patient injury associated with this report.